Event description:
Information was received indicating that a leak around the cuff was noted to a smiths medical portex bivona flextend¿ tts¿ tracheostomy tube one day following placement. The patient was required to undergo an emergent tracheostomy (trach) change out. After removal, the leak was noted at the insertion site of the pilot line. There was no adverse patient effects reported.